Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose level was 23.9 mmol/l and 23.4 mmol/l. Customer treated with insulin pump. Customer declined troubleshooting for high blood glucose. Customer did receive a sensor updating and change sensor. Customer did not receive a calibration not accepted alert. The insulin pump will not be returned for analysis.